Event description:
The explanted device was received at (B)(4) headquarters on december 14, 2010. No information was given as to when and why the patient was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.